Event description:
The customer reported, the left monitor went blank after boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended. (B) (4).